Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was migrated into mastoid cavity due to cholesteatoma. Subsequently, the device was explanted on (B)(6) 2026.